Manufacturer narrative:
One used decontaminated sample device was returned for investigation. Under visual inspection, it was observed that the inflation line was damaged. Under magnifying glass, the defect was determined to be a tear causing the reported leakage. During the manufacturing process, each device is inflation tested. This includes inflating each device and leaving for a 12 hour period. This device was inflated and was not able to stay inflated for 12 hours. A device history record review showed no non-conformities during the manufacturing process. Expiration date and device manufacture date: manufacture date are unknown, no information is available based on reported lot number.

Event description:
It was reported that during the use of the product, leakage of air from the cuff was observed. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient. Lot number 3942246 was reported, but could not be verified.